Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine follow up computed tomography (CT) scan imaging showed a poorly aligned device. The closure device no longer met position, anchor, size and seal (pass) criteria, as the closure device was tucked under the wing. It was unable to be determined if there was a leak due to poor quality of the computed tomography angiography (cta) scan. A transesophageal echocardiography will be scheduled to better evaluate. There were no patient complications.

Manufacturer narrative:
H6: impact code added.

Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted. The patient was discharged. During a routine follow up computed tomography (CT) scan imaging showed a poorly aligned device. The closure device no longer met position, anchor, size and seal (pass) criteria, as the closure device was tucked under the wing. It was unable to be determined if there was a leak due to poor quality of the computed tomography angiography (cta) scan. A transesophageal echocardiography will be scheduled to better evaluate. There were no patient complications. It was further reported that the patient is continuing on eliquis.